Manufacturer narrative:
Device evaluation: returned device was received with the battery holder assembly damaged and battery is missing. During the evaluation of the device the customer reported condition was confirmed, visual inspection of device confirmed that the battery holder is damaged. Also noticed the battery is missing. Problem source was traced ti user interface. The previous service history was reviewed, ro# 1012715 30-sep-2019 came in for "damaged battery holder."

Event description:
Information was received that a smiths medical pneupac parapac ventilator had no battery power and that the battery was damaged. No adverse effects were reported.